Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was broken. The customer also reported that they were unsure if the cannula was still intact. The customer's blood glucose was 12.6 mmol/l at the time of incident. The sensor will not be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor retracted inside the sensor. No broken or missing parts were observed during analysis. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.